Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0b. Pump received with cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. Pump passed the displacement. The test infusion set and reservoir does lock into place.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.